Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a chest x-ray revealed the right atrial (ra) lead had dislodged, and was found to be in the patient's ventricle. A revision procedure was performed to reposition the lead, and it remains in use. No patient complications have been reported as a result of this event.